Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal morphine (dose and concentration unknown) via an implanted pump system. The patient had a fever and incisional wound opening, and their wound was opening on its own. A staph infection was confirmed and was associated with the implant. The area of infection was the pocket and the spine. The infection occurred eight days after surgery. It was healing "okay", and then the next day it did not work right. The entire system was explanted eight to ten days after it was implanted. The patient was given both intravenous and oral antibiotics, and the infection resolved. Note: the patient stated that their device had been removed eight to ten days after it was implanted ((B)(6) 2010); however, device registration indicated the device was removed on (B)(6) 2012.